Manufacturer narrative:
(B)(4). Information is unavailable. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? They had to restaple with another device. If yes, did the jaws eventually open? No, they had to cut it out. What troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? Only reverse. Did the jaws of the device eventually open? If no, how was the device removed from the tissue? Cut it out.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, device didn't open anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5672e. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed, the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.